Manufacturer narrative:
Thv/tvt registry per instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that the injury leading to the pericardial effusion cannot be determined; however, it may have been related to the temporary pacing lead or a guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 2 days post procedure of a 23 mm sapien 3 valve, the patient died from a complication of a pericardial effusion. The patient¿s death was initially reported to edwards implant patient registry from the patient¿s family member. The patient was in the ccu for post management care and suffered a cardiac arrest. The patient went into pulseless electrical activity (pea) and CPR was initiated and defibrillation was performed. The patient was given blood and platelets. A CT scan ruled out a retroperitoneal bleed. An echo performed after the cardiac arrest noted a normally functioning aortic valve and a small effusion of the right ventricle and the right atrium; however, there was no evidence of a tamponade. In addition, the valve area of 3.32 cm2, mean gradient of 3.0 and ejection fraction (ef) of 65%. The patient was intubated and the patient¿s family made a decision to withdraw care.